Event description:
Approximately four years post op patient began to experience moderate discomfort. In 2000, x-rays revealed the tibia appeared to be loose. Revision surgery was performed in 2000.

Event description:
Approximately four years post op patient began to experience moderate discomfort. In 2000, x-rays revealed the tibia appeared to be loose. Revision surgery was performed in 2000.